Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The caller is alleging that the tire has become separated from the wheel on the chair. .